Event description:
It was reported patient presented via merlin.net. Oversensing of a wide qrs was noted on segm. No changes were planned for device. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.